Event description:
It was reported that the physician implanted a 25mm helex septal occluder in late 2007. At a follow-up visit the pt was reported to have a residual leak. In 2009, in a transcatheter procedure, the physician implanted an additional occluder device to close the residual leak. The pt was doing well following the procedure.

Manufacturer narrative:
The device remains implanted in the pt. The device remains implanted. The lot # is unavailable, therefore, no review of the lot history could be conducted. A review of the images was conducted. A review of the images stated the following: it was reported that the physician implanted a 25mm helex septal occluder in late 2007. At a follow-up visit the pt was reported to have a residual leak. Two cd's containing both fluoroscopic and transesophageal echocardiography images were received in flagstaff for review. The cd containing the fluoroscopy demonstrates the gore helex septal occluder in what appears to be optimal position. The device is appropriately locked and both the left and right discs are very flat. The device appearance is consistent with an optimally placed device, demonstrating a superior splay around the septum secundum and aorta. The movement of the device is consistent with that of normal cardiac motion. A low volume contrast right atrial angiogram demonstrates what appears to be a small right-to left shunt. This is hard to determine due to the amount of contrast utilized. The transesophageal echocardiography (tee) cd demonstrates long axis views of the previously placed gore helex septal occluder. The helex septal occluder appears to be positioned appropriately, demonstrating good septal apposition of both discs and capture of the superior secundum tissue between discs as well as the postero-inferior septal secundum and septum primum tissue. The superior septum secundum is mildly thickened measuring 9.6mm on the tee. Sequence #11 demonstrates a low opacification bubble gram of the right atrium, yielding a small to moderate residual shunt traveling around the superior aspect of both device discs. Sequence #13 demonstrates a fully opacified bubble gram of the right atrium, yield a moderate to large residual shunt traveling around the superior aspect of both device discs. Imaging wise, the device appears to be appropriately placed. The root cause for this residual shunt appears to be result of incomplete connective tissue coverage at the superior aspect of both discs of the device. A larger device may have provided greater septum secundum tissue coverage, possible reducing the residual shunt, or maybe this pt needed more time to achieve complete closure through tissue response.